Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 100 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On 23 december 2022, the distributor reported the additional information: a pump evaluation was performed, and it was determined that an o-ring was on the pneumatic tap. The o-ring was removed from the pump and successfully reloaded the cartridge. Medical device report (MDR) code 1384 removed.